Manufacturer narrative:
Block b3: exact date unknown, event occurred over last couple of months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging as the ipg was tilted. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted.